Event description:
It was reported that the harmonic scalpel handpiece was used during a laparoscopic hysterectomy procedure. It was that the handpiece gave a solid tone. Opened another device to complete the case. There was no consequence to patient.